Manufacturer narrative:
Patient codes - pericardial effusion code removed.

Event description:
Flxibility study. It was reported a pericardial effusion occurred post procedure and a late thrombus occurred. It was noted that on (B)(6) 2020, prior to implant procedure, transesophageal echocardiogram (tee) revealed no evidence of intracardiac thrombi and no evidence of laa thrombus; however, there was a pericardial effusion. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A 31mm watcman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter as 24.0 mm. Prior to the procedure, 2.5 mg of apixaban was administered. The patient was on aspirin 100 mg and clopidogrel 75 mg. Post procedure, the patient was noted with bleeding at femoral venous access site. Doppler ultrasound revealed prolonged bleeding at the puncture site in the right groin, pronounced hematoma was already regressing and 5.1 mmol/l drop in hb was noted. Manual compression was given for 20 minutes and 2 units of packed red blood cells were transfused. On (B)(6) 2020, one day post implant, echocardiography revealed circular pericardial effusion, passing in front of the right ventricle, behind the left ventricle up to a maximum of 7 mm without any hemodynamic significance and the laa closure device is in a regular position. Echocardiogram revealed pericardial effusion was worsened by implant procedure with complete laa seal. On the same day, duplex ultrasound revealed plaques in the cfa (common femoral artery) and showed no hemodynamic significance. Proximal sfa shows chronic occlusion and no evidence of a pseudoaneurysm, dissection, or av fistula in the area of the puncture site. Th patient was discharged in a good general condition on aspirin and clopidogrel medication. On (B)(6) 2020, a computed tomography (CT) neck to pelvis (oral and parenteral contrast medium) revealed mild circular pericardial effusion without compressing heart chambers and severe aortic sclerosis. On (B)(6) 2020, the event was considered to be resolved and the subject was discharged on the same day on aspirin and clopidogrel. On (B)(6) 2020, the patient had their follow up transesophageal echocardiogram (tee) which revealed a complete laa seal with laminar non-mobile thrombus with maximum area of 0.6cm2 on the atrial facing surface of the watchman flx device and plaque on the rv probe in the ra (right atrium). Clopidogrel and aspirin were discontinued and apixaban was started to treat the thrombus. The patient was discharged with stable cardiopulmonary status and scheduled for further follow up tee investigation. It was further reported that z-sutures closed the venous access site on (B)(6) 2020. Echocardiography performed on (B)(6) 2020, revealed the pericardial effusion was not worsened/caused by the implant procedure. On (B)(6) 2020, the patient was stable and sutures were removed. On (B)(6) 2020, the patient was discharged in a good general condition on aspirin and clopidogrel medication. On (B)(6) 2020, the patient presented again for a scheduled tee which revealed the closure device in place, no residual flow in the device, slight residual thrombus (significant regression of the thrombotic formation on the laa closure device) since previous examination. The maximum area of thrombus reduced to 0.3cm2 on the atrial facing surface of the closure device. During the follow-up visit, the patient was started on clopidogrel and apixaban was discontinued. The thrombus was considered to be resolving and the patient was scheduled for another follow-up visit.

Event description:
Flexibility study: it was reported a pericardial effusion occurred post procedure and a late thrombus occurred. It was noted that on january 20, 2020, prior to implant procedure, transesophageal echocardiogram (tee) revealed no evidence of intracardiac thrombi and no evidence of laa thrombus; however, there was a pericardial effusion. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A 31mm watcman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter as 24.0 mm. Prior to the procedure, 2.5 mg of apixaban was administered. The patient was on aspirin 100 mg and clopidogrel 75 mg. Post procedure, the patient was noted with bleeding at femoral venous access site. Doppler ultrasound revealed prolonged bleeding at the puncture site in the right groin, pronounced hematoma was already regressing and 5.1 mmol/l drop in hb was noted. Manual compression was given for 20 minutes and 2 units of packed red blood cells were transfused. On (B)(6) 2020, one day post implant, echocardiography revealed circular pericardial effusion, passing in front of the right ventricle, behind the left ventricle up to a maximum of 7 mm without any hemodynamic significance and the laa closure device is in a regular position. Echocardiogram revealed pericardial effusion was worsened by implant procedure with complete laa seal. On the same day, duplex ultrasound revealed plaques in the cfa (common femoral artery) and showed no hemodynamic significance. Proximal sfa shows chronic occlusion and no evidence of a pseudoaneurysm, dissection, or av fistula in the area of the puncture site. Th patient was discharged in a good general condition on aspirin and clopidogrel medication. On (B)(6) 2020, a computed tomography (CT) neck to pelvis (oral and parenteral contrast medium) revealed mild circular pericardial effusion without compressing heart chambers and severe aortic sclerosis. On (B)(6) 2020, the event was considered to be resolved and the subject was discharged on the same day on aspirin and clopidogrel. On (B)(6) 2020, the patient had their follow up transesophageal echocardiogram (tee) which revealed a complete laa seal with laminar non-mobile thrombus with maximum area of 0.6cm2 on the atrial facing surface of the watchman flx device and plaque on the rv probe in the ra (right atrium). Clopidogrel and aspirin were discontinued and apixaban was started to treat the thrombus. The patient was discharged with stable cardiopulmonary status and scheduled for further follow up tee investigation. It was further reported that z-sutures closed the venous access site on (B)(6) 2020. Echocardiography performed on (B)(6) 2020, revealed the pericardial effusion was not worsened/caused by the implant procedure. On (B)(6) 2020, the patient was stable and sutures were removed. On (B)(6) 2020, the patient was discharged in a good general condition on aspirin and clopidogrel medication. On (B)(6) 2020, the patient presented again for a scheduled tee which revealed the closure device in place, no residual flow in the device, slight residual thrombus (significant regression of the thrombotic formation on the laa closure device) since previous examination. The maximum area of thrombus reduced to 0.3cm2 on the atrial facing surface of the closure device. During the follow-up visit, the patient was started on clopidogrel and apixaban was discontinued. The thrombus was considered to be resolving and the patient was scheduled for another follow-up visit. It was further reported that on (B)(6), 2021, the patient presented for annual follow up tee which revealed complete laa seal with evidence of laminar non-mobile thrombus on atrial facing surface of watchman device with maximum area of 0.12cm2 (significantly reduced residual thrombus from previous investigation). However, no evidence of thrombus in left atrium, pericardial effusion or atrial septal shunt were noted.

Event description:
(B)(6) study. It was reported a pericardial effusion occurred post procedure and a late thrombus occurred. It was noted that on (B)(6) 2020, prior to implant procedure, transesophageal echocardiogram (tee) revealed no evidence of intracardiac thrombi and no evidence of laa thrombus; however, there was a pericardial effusion. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter as 24.0 mm. Prior to the procedure, 2.5 mg of apixaban was administered. The patient was on aspirin 100 mg and clopidogrel 75 mg. Post procedure, the patient was noted with bleeding at femoral venous access site. Doppler ultrasound revealed prolonged bleeding at the puncture site in the right groin, pronounced hematoma was already regressing and 5.1 mmol/l drop in hb was noted. Manual compression was given for 20 minutes and 2 units of packed red blood cells were transfused. On (B)(6) 2020, one day post implant, echocardiography revealed circular pericardial effusion, passing in front of the right ventricle, behind the left ventricle up to a maximum of 7 mm without any hemodynamic significance and the laa closure device is in a regular position. Echocardiogram revealed pericardial effusion was worsened by implant procedure with complete laa seal. On the same day, duplex ultrasound revealed plaques in the cfa (common femoral artery) and showed no hemodynamic significance. Proximal sfa shows chronic occlusion and no evidence of a pseudoaneurysm, dissection, or av fistula in the area of the puncture site. The patient was discharged in a good general condition on aspirin and clopidogrel medication. On (B)(6) 2020, a computed tomography (CT) neck to pelvis (oral and parenteral contrast medium) revealed mild circular pericardial effusion without compressing heart chambers and severe aortic sclerosis. On (B)(6) 2020, the event was considered to be resolved and the subject was discharged on the same day on aspirin and clopidogrel. On (B)(6) 2020, the patient had their follow up transesophageal echocardiogram (tee) which revealed a complete laa seal with laminar non-mobile thrombus with maximum area of 0.6cm2 on the atrial facing surface of the watchman flx device and plaque on the rv probe in the ra (right atrium). Clopidogrel and aspirin were discontinued and apixaban was started to treat the thrombus. The patient was discharged with stable cardiopulmonary status and scheduled for further follow up tee investigation.